Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device received for investigation. According to the derf the user suffered from a head trauma.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user got hit by a horse and fell against a metal fence with the right side of his head. The user was reimplanted and is doing well with his new implant.